Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a circumcision procedure on (B)(6) 2011 and an absorbable hemostat was used on the penis of a 10 day old, full term infant to stop the bleeding. The baby developed a chemical burn or an allergic reaction to the product. The penis became red and swollen within a few hrs. They took the baby to the pediatrician and the doctor used duraband cream and the swelling was reduced. No add'l info was provided.